Event description:
The customer stated they received the error code 1111: rubella g calibration, mcal 1 too high, on the axsym analyzer. The abbott customer technical advocate recommended centrifuging the calibrators. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.